Event description:
Customer senior radiological engineer reports that a syringe was reported to experience a blowout/separation from the connector tube during a procedure, spraying contrast all over the room. He reports the settings on the injector as 15ml/sec for a volume of 40-ml at 1000 psi. The connector tubing was a merit medical, hpf301e and the catheter was a cordis 4 fr infinity.

Manufacturer narrative:
Manufacturing report: root cause: none applicable (no returned sample). Conclusions: DHR records confirmed no anomaly of any type or of this defect was encountered during manfuacturing process. Corrective actions: none applicable.